Manufacturer narrative:
(B)(4).

Event description:
A customer reported that there were 3 surgical procedures that the system was not getting sufficient vacuum. The cases were completed. There was no harm to the three pts.